Event description:
The contact stated the customer's blood glucose was tested in his doctor's office, and the doctor's meter read 215 mg/dl. His glucose was also tested using his meter and the reading was 600 mg/dl. The contact also stated the customer performed 3 glucose tests in about 5 minutes and the results were 598, 350, and 200 mg/dl. The difference between these readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.